Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when the caller recharged patient's implant yesterday, they noticed the message that therapy was off and when they turned therapy on that patient said that it really hurt them and caller said they had to turn the setting down quite a bit. The caller confirmed that when setting was turned down that this resolved the unexpected and uncomfortable stimulation sensation. The caller said that patient lives at a memory care facility and the external devices are kept in the patient's room; however they don't believe that patient knows how to use the devices. The caller will document setting and the next time they visit and check device/will verify the therapy status and setting and note any differences. The caller was going to follow up with the hcp staff at memory center if they have questions if any of the staff made adjustments or if patient has been around emi such as security devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.